Event description:
It was reported that during right internal carotid artery (ica) c6 segment aneurysm case, the subject flow diverter stent was used for embolization procedure. During the advancement, resistance was encountered approximately 50cm from the hub; the subject stent could neither be advanced further nor retracted. When the operator tried to push the subject stent, it was deployed inside the microcatheter, and tip of the delivery wire was delivered all the way to the tip of microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during right internal carotid artery (ica) c6 segment aneurysm case, the subject flow diverter stent was used for embolization procedure. During the advancement, resistance was encountered approximately 50cm from the hub; the subject stent could neither be advanced further nor retracted. When the operator tried to push the subject stent, it was deployed inside the microcatheter, and tip of the delivery wire was delivered all the way to the tip of microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: the subject stent was returned for analysis. The subject stent was examined, and it was discovered that the reported event of the subject stent being deployed prematurely during the procedure was not confirmed. The stent was attached to the sdw when returned with no anomaly noted.

Manufacturer narrative:
B1 adverse event - corrected - no malfunction. B5 - executive summary - updated. H1 type of reportable event - corrected - no malfunction. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the stent delivery wire (sdw) and stent were returned inside the microcatheter. The tip of sdw was protruding from the microcatheter tip. The stent was attached to the sdw and advanced through the microcatheter, no anomaly was noted with the stent on deployment. The sdw was inspected and dried procedural fluid was present on the petal and along the coil. The microcatheter was inspected and no anomaly was noted. The introducer sheath was not returned. Functional inspection revealed that the stent was advanced and retracted through the microcatheter with slight friction felt. The stent was attached to the sdw and was successfully deployed without issue. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event ¿stent difficult/unable to advance or pullback through catheter¿ was confirmed based on analysis. The second reported event ¿stent deployed prematurely during use¿ was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. The physician has no allegations regarding the microcatheter. The flow diverter did not prematurely deploy in the microcatheter shaft. In the physician¿s opinion the cause of the reported issue was quality issue with the stent. The flow diverter system was purged with sterile saline and verify that fluid exits the end of the delivery catheter and pusher. There was no resistance between the flow diverter and sdw. "The operator tried to push it and then the stent was deployed inside the microcatheter, and tip of the delivery wire was delivered all the way to the microcatheter tip." Product analysis found the sdw and stent were returned inside a microcatheter and the tip of the sdw was protruding from the microcatheter tip. The stent was advanced and retracted through the microcatheter with slight friction felt, therefore the as reported ¿stent difficult/unable to advance or pullback through catheter¿ was confirmed. The stent was attached to the sdw inside the microcatheter and was not deployed prematurely inside the microcatheter as indicated in the additional information received on the 24-feb-2025. As the stent was still attached to the sdw, full control of the stent was maintained. The stent was successfully deployed without issue once advanced from the tip of the microcatheter, therefore the as reported ¿stent deployed prematurely during use¿ was not confirmed. Dried procedural fluid was present on the petal and along the coil of the sdw. The microcatheter was inspected and no anomaly was noted. The dried procedural fluid on the sdw would have contributed to the slight friction felt during advancing and retracting the stent during analysis. It is possible the presence of the dried procedural fluid on the sdw would indicate that insufficient continuous flush was maintained during the procedure and would have contributed to the reported event. As the stent was not prematurely deployed inside the microcatheter and as there was no issue deploying the stent during analysis an assignable cause of not confirmed will be assigned to the as reported ¿stent deployed prematurely during use¿ as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned to the as reported and as analysed ¿stent difficult/unable to advance or pullback through catheter¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.